Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. A supplemental report will be submitted once additional info becomes available. Ref.: (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp shutdown three times on the same day (morning, afternoon and just before, the customer switched the pt to another iabp). At each time of shutdown, the customer switched the power off and then on resulting in the iabp turning on without any problem. On the third time of the shutdown, the pt was switched to another iabp and therapy was continued. No pt injury was reported.